Event description:
Pt receiving hemodialysis on the baxter sps 1550 device. After one hour of a three hour and thirty minute treatment, pt complained of cramping in the extremities. Hcp administered replacement fluids (unknown volume). Hcp reported that the ultrafiltrate controller was turned on and there was no alarm noted. The programmed goal weight to be removed was 4400 cc's. Pt pre-treatment weight was 55 kg, post treatment weight was 53 kg. Hcp reported pt left ambulatory. Other treatment parameters were as follows: blood flow rate 400ml/minute, dialysate flow rate 700 ml/minute.